Event description:
New information received indicated that the patient presented in clinic and the device was reprogrammed.

Manufacturer narrative:
Describe event or problem was corrected should be reporting for oversensing not undersensing.

Event description:
It was reported that the patient presented via merlin.net transmission with right ventricular oversensing. Upon review, it appeared that there were some episodes of post paced t-wave oversensing and some myopotential oversensing. Programming changes were discussed. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission with undersensing of r-waves and pause episodes. Patient was seen in clinic and programming changes were performed to resolve undersensing. Patient condition was stable.